Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the external iliac artery. During the deployment of a 7x40mm absolute pro self-expanding stent (ses) the thumbwheel was noted to be difficult to rotate and the stent was difficult to fully deploy. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking - thumbwheel were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the mildly calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking-thumbwheel and the reported difficult or delayed activation. Interaction and/or manipulation of the device resulted in the noted multiple stent sheath bunching likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.